Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It as reported that the patient presented for in-clinic with a local infection at the site of the implantable cardiac monitor. Following the implant procedure the patient's incision had been closed with the dermabond. The patient picked around the wound and noted the device was protruding from the incision. The patient reinserted the device and reported to the clinic, where the device was surgically removed. The patient was stable.